Event description:
Stretcher legs did not lock while attendants were attempting to unload a (B) (6) to (B) (6) pound pt from the ambulance. One emt reported injury to fingers on her left hand, lower back and left foot. Emt reported she did not feel she needed to seek medical attention.

Manufacturer narrative:
Manufacturer has provided end user with a loaner and requested return of incident stretcher. Stretcher not yet received by manufacturer.